Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# :(B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 18-feb-2019, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 21-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had bad impedances. The rep reprogrammed stimulation but the issue was not resolved. Additional in formation was received from a manufacturer representative regarding the patient. It was reported that the patient was receiving good stimulation after reprogramming. The patient was scheduled for a revision on (B)(6) 2019, but it was canceled, and the physician is not planning on rescheduling as the patient has stage 4 cancer. Additional information was reported that the patient had a pocket revision so that she was not sitting on the battery. The patient and doctor opted to change the battery while doing the pocket revision. The patient's battery was dead pre-op and the clinical specialist was unable to read the battery pre-replacement. During the intra-op impedance test the patient's contacts displayed high impedance in the same contacts as previously reported. During post-op, they were able to get coverage where it was needed without using the damaged contacts. The patient stated the coverage feels like it's covering areas needed. No further information was reported.